Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box was replaced, and the communication issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the axiem box on the system was not communicating. The number on the box was cloudy and it could not be determined whether it was a 7 or 8. A known working emitter was connected to the axiem box and it did not function. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the returned axiem box indicated that there were no defects found. It was connected to a test system for twenty four hours and all ports consistently remained tracking normally. The analyst was unable to replicate the reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected aware date to reflect completion of the axiem product analysis on 27-feb-2019. Regulatory report 1723170-2019-00776 follow-up 001 aware date is incorrect. If information is provided in the future, a supplemental report will be issued.